Manufacturer narrative:
No button error alarms were noted on the insulin pump. However, there was no button response due to corroded keypad traces. It was not possible to verify a no delivery alarm or to perform the displacement, rewind, basic occlusion, occlusion, prime, and expressive no delivery test due to unresponsive button. No moisture damage on electronics and motor noted. The following cosmetic damage was found on the pump: minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump received a no delivery alarm. The patient's blood glucose at the time of incident is unknown. Customer's father stated that when the patient was at soccer practice the pump was attached to her hip and she received a button error. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.